Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a motor or feed-through anomaly with shorting across the insulator. The initial print-out as revealed by analysis indicated that the pump was delivering morphine at a concentration of 10.0 mg/ml with a daily dose of 5.496 mg/day and bupivacaine at a concentration of 10.0 mg/ml with a daily dose of 5.496 mg/day. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump had reached normal end of life status (eol).